Event description:
It was reported that after the device placement, urine did not flow from the drain bag to the meter. It was stated that when it was replaced with a new product, the user had no problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with inlet tube and sample port connector. Visual inspection of the sample noted flush the sample port, flushed the drainage funnel and filled the drainage bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no restricted flow issues observed. The photo sample was returned and could not be evaluated for the reported failure. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the device placement, urine did not flow from the drain bag to the meter. It was stated that when it was replaced with a new product, the user had no problem.